Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38mm x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the distal section were lifted from the crimped stent position and pulled proximally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 3.5mm x 38mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 38 x 3.50 promus premier drug eluting stent was advanced for treatment. However, upon crossing the rca, the distal tip of the stent strut was damaged. The device was completely removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 3.5mm x 38mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 38 x 3.50 promus premier drug eluting stent was advanced for treatment. However, upon crossing the rca, the distal tip of the stent strut was damaged. The device was completely removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable.